Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the device and airway. The patient also alleges the device is noisy and a red light flashes. In addition, the patient is alleging difficulty breathing and throat irritation. No medical intervention was required by the patient.  During a good faith effort attempt, the customer responded that they received a new replacement device, and it is working fine. They declined to respond to any other gfe related questions. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the device and airway. The patient also alleges the device is noisy and a red-light flash. In addition, the patient is alleging difficulty breathing and throat irritation. No medical intervention was required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section b5 and h6 was updated.